Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported there was poor communication on the patient programmer (pp). The patient had a rechargeable device and was able to communicate with the implantable neurostimulator recharger (insr). The patient initially stated he saw the power on reset (por) screen and then it flipped over to the regular recharge screen. It was reviewed with the patient to recharge the implantable neurostimulator (ins) until it was at least 1/4 full before attempting to try the pp again. It was further reviewed that the patient may receive a por screen. The patient was at his healthcare provider's (hcp) office at the time of the report so he was going to check if someone there had a clinician programmer to check his ins and clear the por. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.